Event description:
Revision of right mrh due to implant breakage. Primary procedure performed on (B)(6) 2019. Femoral stem snapped from mrh femoral component in situ. Date of breakage unknown, revision was performed on (B)(6) 2024. Femoral and tibial implants removed. Revised to distal femoral and proximal tibial gmrs.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text: not returned to the manufacturer.

Event description:
Revision of right mrh due to implant breakage. Primary procedure performed (B)(6) 2019. Femoral stem snapped from mrh femoral component in situ. Date of breakage unknown, revision was performed on (B)(6) 2024. Femoral and tibial implants removed. Revised to distal femoral and proximal tibial gmrs.

Manufacturer narrative:
An event regarding crack/fracture involving a mrh femoral component was reported. The event was confirmed evaluation of the returned device and clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection: visual inspection of the returned devices was performed as part of the material analysis: "images show the mrh knee, with fracture. Also visible in images are the tibial rotating component and bumper insert. Bone cement was observed on the proximal surface of the mrh knee. Stereo microscope imaging was performed on the fracture surface of the femoral post. On visual examination, extensive mechanical damage was observed across all fracture surfaces. Mechanical damage to the threads within the femoral post is noted.". Material analysis: a material analysis was performed on the returned device which concluded the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the femoral post, with the fracture propagating in fatigue. No manufacturing or material related defects were observed on the device surfaces examined.". Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical information was provided outside of the pi report and 2 x-rays. A patient had a hinge placed at some point. It has a long cemented stems. There was a fracture of the stem and the femoral component at the housing at the threads. This led to displacement of the femoral component relative to the shaft. By report this led to revision surgery. Event confirmation: the event, a fracture of the femoral component, can be confirmed. The revision surgery cannot be confirmed. Root cause: the root cause of the implant failure cannot be determined without additional medical information. This would be a high stress point relative to fatigue.". Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture at the stem/femoral component interface. A material analysis was performed on the returned device which concluded the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the femoral post, with the fracture propagating in fatigue. No manufacturing or material related defects were observed on the device surfaces examined." Additionally, extensive mechanical damage was observed across all fracture surfaces as well as to the threads within the femoral post. A review of the provided medical information by a clinical consultant indicated: "no medical information was provided outside of the pi report and 2 x-rays. A patient had a hinge placed at some point. It has a long cemented stems. There was a fracture of the stem and the femoral component at the housing at the threads. This led to displacement of the femoral component relative to the shaft. By report this led to revision surgery. Event confirmation: the event, a fracture of the femoral component, can be confirmed. The revision surgery cannot be confirmed. Root cause: the root cause of the implant failure cannot be determined without additional medical information. This would be a high stress point relative to fatigue." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.